Manufacturer narrative:
The customer complaint of premature battery depletion was confirmed. The device was received with no output and telemetry due to low battery voltage. The field session record were reviewed and indicated that device had high current drain. The device was cut open and the device battery was at end of life (eol) level. After the battery was replaced with the new device, high current was reproduced. Further analysis isolated the high current drain to hybrid. The module was sent to the manufacturer for additional testing where it was concluded that a capacitor anomaly was the cause of high current drain.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device reached elective replacement indicator (eri) level. The physician alleges premature battery depletion against the device. A device replacement procedure is expected to be performed, however, no intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.